Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the patient had a blood glucose (bg) of 359/dl with headache and polydypsia. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2016 with the following findings: investigators were unable to duplicate or confirm the original complaint; investigation revealed an intact keypad with fully responsive keypad buttons. Upon removal of the keypad cover, no contamination was found under the key contacts. The pump was opened up and the keypad flex was noted to be fully seated in the connector. There was no evidence of internal moisture. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.